Event description:
It was reported that during an lar procedure, the customer reports that the device has not worked because the intestine was cut but was not stitched together, "in the staples has not found any clip". Fortunately the surgeon finishes the procedure using sutures. Surgery was prolonged.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information: has any stapling device used before in the procedure? No. Was the contour fired near an existing staple line? No. ¿surgery was prolonged¿ how long? 30 min. Who fired the device, the surgeon or someone else? Surgeon. Was the sales rep. Present as the incident occurred? No. Was the user trained? Yes. How often has this person used the device? Many times (near 20 per year) on which firing(s) did this event occur? 1st. If not the first firing, were there any problems reloading the device? No. After the closure trigger was advanced, did the surgeon reposition the tissue? No. Did the surgeon inadvertently grasp the firing trigger prior to firing the instrument? No. Was the closure trigger latched prior to firing the device? Yes. Was the surgeon able to confirm that the intended tissue was in the closed jaws of the instrument prior to firing? Yes. Was the tissue evenly distributed within the jaws of the instrument? Yes. What is the current status of the patient? The patient is after conversion. The operation ended hartman. Patient have colostomy, right now is at home. Is there any other additional information you would like to share about this device, procedure, patient or physician? In cartridge there were no staples. The surgeon damaged trigger after using on patient when they had tried closed and fired on more (outside the patient). What was the name of the procedure? Started as lar changed to hartman was the colostomy an unintended consequence of the device malfunction? Yes.

Manufacturer narrative:
(B)(4). Additional information: the analysis results showed that the device was received with the closing trigger broken and in the opened position, otherwise in good visual condition. The device was received with a reload present. The reload was received void of staples, with the washer completely cut, with the drivers exposed and with the knife recess below the cartridge deck. The device was tested for functionality with the test reload and using a screw driver as a closing lever. The device fired, cut and formed the staples as intended. The cut line was complete, the staple line was complete and the staples were noted to have the proper b-formed shape. The device lockout and the reload lockout were functional. The damage to the closing trigger may have been due to the force applied to the trigger while trying to close the device over an excess of tissue. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.